Event description:
A dual chamber implantable pulse generator (ipg) system was returned to the manufacturer from a "sterile process department" with no information. The two leads accompanying the device are competitive products. Further review of the manufacturer's database indicated the patient died approximately six days post the device system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death was requested and will not be received. Evaluation summary: (B)(4) -the device was returned to the manufacturer and analyzed. No anomalies were found. A reduced analysis was performed.